Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was "not working properly". The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.